Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that whole row of cubies was not detected on the bus. A field service engineer (fse) reseated the row board connections to all cubie trays and the drawer controller and cleaned foil debris from beneath the cubies and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, cubie was broken and failed, causing the entire row not to display on the cubie map and preventing the cubie from being released. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.